Event description:
Healthcare professional reported 'currently implants deformed, breast shape not correct' and 'breast deformity on breast examination with abnormal shape.' Device has been explanted and replaced with non - allergan devices . Healthcare professional later reported that during surgery implant turned out to be ruptured. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed opening in anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side 'currently implants deformed, breast shape not correct' and 'breast deformity on breast examination with abnormal shape.' Device has been explanted and replaced with non - allergan devices. Healthcare professional later reported that during surgery implant turned out to be ruptured.